Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. Reportedly, the customer was unclear on the insulin on board feature of the pump and gave themselves an additional manual injection which contributed to the low bg.